Manufacturer narrative:
H.6. Investigation: received one unused (B)(4) g unit without packaging and was sent for ftir analysis. According to spectral analysis it is shown that this material is probably a silicone with polypropylene-polyethylene copolymer. It has been found that the root cause of this catheter defect is caused by the excessive amount of silicone that is dispensed during catheter siliconization and the final assembly process. It was not possible to identify the origin of the polypropylene-polyethylene copolymer, this foreign matter may have originated punctually during the angiocath product assembly process and may be related to the excess silicone problem. CAPA#450094 was initiated. This lot was reviewed regarding the tests of ¿foreign matter/ visible silicone¿, were not evidenced records that could lead to the claimed defect. Qn/ ncmr review: there are no quality notification (qn) or nonconformity report of ¿foreign matter/ visible silicone¿, or anything that could lead to this complaint. H3 other text : see h.10.

Event description:
It was reported that bd angiocath¿ IV catheter had foreign matter. This was discovered before use. The following information was provided by the initial reporter: the user complained that there's some foreign bodies on the catheter.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd angiocath¿ IV catheter had foreign matter. This was discovered before use. The following information was provided by the initial reporter: the user complained that there's some foreign bodies on the catheter.